Event description:
A customer reported that during cataract surgery, the system would not provide enough vacuum to aspirate the cataract. The surgery was aborted. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803-56 when additional reportable information becomes available. (B)(4).